Event description:
It was reported that during remote follow-up, the patient presented with oversensing due to noise on their right ventricular lead. The lead was explanted and replaced on (B)(6) 2021. There were no patient consequences and the patient was in stable.